Manufacturer narrative:
A complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-13659, manufacturer report number: 2017865-2020-13660. It was reported that the patient presented with a fever. It was noted that the patient had a fever after implant procedure. The implant wound had bled and festered. Patient presented for extraction procedure on (B)(6) 2020. During procedure, the pacemaker, right atrial lead, and right ventricular lead was explanted. The patient was stable post procedure.